Event description:
It was reported that the IV tubing was found with a bulging area within the section of tubing that would be inside the pump. There is no indication if there was any patient harm.

Manufacturer narrative:
The customer¿s report that the IV tubing was found with a bulging area within the section of the tubing that is inside the pump was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed that the silicone segment tubing had a bulge (.7480 inches long, .5250 inches wide), discoloration, and was weakened just below the upper fitment. Black residue was observed on the entire set that originated from a nurse¿s label. Clear liquid was observed inside both of the set¿s tubing and drip chambers. No other anomalies were observed on the set during visual inspection. The set was attached to an air pump and completely submerged in warm water. A balloon was observed at 8 psi. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The root cause of the ballooning was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested; patient demographics were not provided.

Event description:
It was reported that the IV tubing was found with a bulging area within the section of tubing that would be inside the pump. There is no indication if there was any patient harm.